Event description:
A pt had been prescribed pencillin g k 24 million IV in 250ml d5w via an infusor pump; a 1-hour baxter infusion pump which is a mechanical (no electronic) pump, was infused into a central line. Unfortunately, one day the medication was compounded correctly but it was put in an infusor that was a one hour infusor. It looks exactly the same except for the color-coding, and the name and model number on the side of the infusor. It was dispensed incorrectly. Again, the proper medication was in it but because of it being in the wrong infusor-a baxter 1-hour infusor instead of a 1-day infusor-the pt received the medications in one hour rather than one day. Fortunately, the pt handled it well even though the amount of potassium in that penicillin is over 40 meq, and pt did receive more than 40 meq of potassium in one hour. Luckily pt did survive the event. It was a medication that was taken home. So the pt hooked it up by self in the evening and that's when it occurred. It occurred in the pt's home; dispensed to a pt that's cared for as an outpatient through the hospital pharmacy. There was further counseling about the incident after, as well as before. But after the incident the pt definitely knew exactly what their infusor bottle looked like. Besides being startled because of how fast it went in, pt apparently handled it without incident, which was surprising and partly due to the fact that the line was a central line rather than a peripheral line. Reporter is sure that pt would not have been able to handle the pain if it would have gone in that fast in the peripheral line. They are instituting a double check of the pharmacist writing down what model the pump was that they actually checked off vs. Just globally signing that it was okay. It would be sign-off that the prep was okay as well as write down the model number of the pump that was used.